Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump showed error 46260¿ was confirmed during testing and caused by a defective main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump showed error 46260 indicating an issue with the main board. There was no reported patient involvement.